Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad bolus button cover was found to be damaged; a hole was found on the bolus keypad button, but the bolus button was still responsive. Evaluation revealed that the ok keypad button was intermittently responsive and there was evidence of keypad adhesive/contamination found under the ok key contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Unrelated to the complaint, evaluation revealed a scratched display bezel, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The reporter stated that the ok keypad button was intermittently unresponsive for two weeks and was getting worse requiring multiple presses to elicit a response; the reporter indicated that the keypad buttons felt normal when pressed and had normal button spring back. The reporter denied that the pump was exposed to water and confirmed that the keypad was intact. The reporter stated that the patient did not clean the pump and wore the pump in pouch attached to her waist.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.